Manufacturer narrative:
Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a suspicion of a false positive result on a nasal swab with the ID now covid-19 assay. Confirmation testing performed a few days later (dates not provided) on saliva with antigen testing and pcr provided negative results. Dates of testing not provided. No patient information was provided. The customer stated that there was no effect to the patient because of the results. No further patient information, including symptoms and treatment, will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.